Event description:
Caller reported the customer's husband had blood glucose results of 231 mg/dl, 110 mg/dl, and 92 mg/dl within 10 minutes on the compact plus sys. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the sys, replacement was sent.